Event description:
The leg portion of the hana table released during surgery. The patient was not harmed.

Manufacturer narrative:
Without knowledge if the table was properly maintained, the leg portion of the table (pressure arm) became loose from use or overtightening and not being maintained yearly. This can allow the spar to drift downward under the weight of a patient's leg. The owner's manual (4.4) says "preventative maintenance required at least once every year.

Event description:
The leg portion of the hana table released during surgery. The patient was not harmed.